Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a incident that they have accidentally used the binaxnow covid-19 ag card reagent in eyes on (B)(6) 2022. As per consumer they were not performing the test at that time, reagent bottles were kept out in the facility for easy access at work and confused the reagent with eye-drops. Consumer made sure to flush their eyes with water and stated that eyes were red, watery and irritated at that time. However, there was no issues with the vision. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: a product deficiency was not reported or found. Technical services advised the customer to continue flushing eyes with water and to seek medical attention to check for any damage to vision. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
This report is being submitted to correct the following fields of the intial report.